Manufacturer narrative:
Continuation: product ID 97754 serial# (B)(4) product type recharger product ID 97754 serial# (B)(4) product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-09-19 additional information was received from a healthcare professional (hcp) reporting that the cause or the recharging issue had not been resolved and was due to poor battery life. The patient's weight at the time of the event was reported to be (B)(6)lbs. No additional patient symptoms or additional device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and non-malignant pain. It was reported that it was taking the patient longer and longer to charge his implantable neurostimulator (ins); it especially took a long time to get to the last quartile of the battery fully charged. The patient also noted that he charged more frequently. The ins was kept on at all times because the patient would have pain if it was turned off, he always made sure that coupling was adequate when recharging, and ¿there were always changes¿ with programming within the last two to three months prior to the report. In the end, the patient called back on 2018-aug-24 with their recharger at the time of the call; they reported the same issues and they were redirected to repairs. There were no further complications reported or anticipated.